Manufacturer narrative:
The customer alleged that the tracks were not working properly. Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.

Event description:
It was reported by the customer that the tracks on the stair chair failed to work properly and an operator suffered from a back strain following the event. There was patient involvement and adverse consequences were reported.